Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin while the customer was filling the cartridge. This occurred with three cartridges from the same lot number. No adverse event was reported. The insulin cartridge was discarded; therefore, no product could be requested to be returned for product evaluation.